Event description:
The customer received a blood glucose reading of 69mg/dl on the contour meter, and from the hospital the reading was 191mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.